Manufacturer narrative:
The used device was returned to conmed for evaluation. The unit was tested and parts of the unit required an update and ips was enabled. The pressure of the pump was tested at 250 mmhg and it failed for being too low. Evaluation of the device found that the unit has not been serviced in five and a half years. Manufacture recommendation is for the unit to be serviced every 12 months. A two-year review of complaint history revealed one other similar adverse events for this product family and failure mode. During this same time frame, 144 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4), if all complaints were confirmed. The instructions for use advises the user of the following. - prior to each use, ensure all accessories are correctly and completely attached. - perform the required pre-operative functional tests for the equipment and accessories. - do not allow this device to run unattended. Patient safety requires that the equipment be continuously monitored during operation. - the equipment is not field repairable. Your conmed linvatec authorized service department is the most knowledgeable about this equipment and its accessories and will provide competent and efficient services. - the 24k irrigation system console and accessories shall be returned every 12 months for servicing. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon completion of the product evaluation and the complaint investigation.

Event description:
The conmed sales representative reported on behalf of the user facility, that during a procedure, the 24k pump pressure was set at 40 ml/min but the pressure went above 150 ml/min. This patient developed compartment syndrome. Although multiple attempts have been made, no additional information regarding the current patient status or procedure has been provided. This report is being raised on the basis of a reported patient injury.